Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the screen would not display and was alarming. The event occurred during preventive maintenance, there was no patient involvement. There was no physical damage reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Top case is cracked in both front corners. Power up process performed. The pump powers up alarming with blank screen, confirming the customer's indicated failure. The root cause was that the reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete by customer. Uploaded software from base unit (interconnect board) to head unit (main board) by performing power point process. Cleaned, greased, calibrated the pump passed all functional and delivery tests. Device passed all the functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.